Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, no capture was noted despite attempting multiple placement positions. The lead was explanted and replaced. No patient complications have been reported as a result of this event.